Event description:
Per the patient's surgeon, during initial implantation surgery performed on (B)(6) 2017, the surgeon experienced resistance whilst inserting the electrode through the sheath. During the attempt, the alignment marker broke away from the sheath and subsequently, the surgeon removed the electrode and the sheath. During a second attempt at insertion, it was noticed that the silicone on the electrode array was damaged. The implant was discarded and the surgeon proceeded to successfully implant the patient with the backup cochlear device. There is no report of patient injury associated with this event.